Event description:
The pt was in surgery undergoing a procedure and placed on a skytron table. The surgeon asked for the table to be put into the trendelenburg position. As the pt was being put into this position the table started to tilt and the head of the table finally ended up falling and contacting the floor. The pt was restrained by a nurse and as they slid down the length of the table their head contacted the floor. The pt had no trauma from the incident. Skytron sent a rep to the hospital and it was determined the table is capable of putting up to a 500 pound person into trendelenburg but it was noted that the table extended too far and too much of the weight of the pt was past the fulcrum point. The department was re-inserviced as to the proper use of this table.